Manufacturer narrative:
Exam archives procedure were analyzed by engineering, but the root cause of the behavior could not be determined. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy.

Event description:
A medtronic representative reported that, while in a posterior spinal fusion procedure, the surgeon alleged a 1cm inaccuracy. Fluoro and CT images were merged using synergy software. There was no inaccuracy found with the fluoro images, the CT images showed the inaccuracy. Using the markers and x-rays, an approximate 1cm of inaccuracy was found at the pilot holes, which were created using navigation. Pilot holes were drilled again, using surgical imaging. The surgeon opted to discontinue the use of the navigation system to complete the procedure. There was no impact on patient outcome.

Manufacturer narrative:
The site representative declined to disclose patient information, referencing hospital policy . Software investigation has not been completed at the time of this report. Files have not yet been returned to manufacturer for evaluation.